Event description:
It was reported that during an unknown procedure, the device the device kept jamming when firing. A second device was pulled to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with 2 malformed clips jammed in jaws; this condition prevented the device from proper feeding of the clips. The jaws were noted to be properly aligned. The jammed clips were removed from the jaws and in an attempt to replicate the reported incident; the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 15 clips as intended. The device was found to be fully functional. No conclusion could be reached as to what may have caused the returned condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.